Event description:
Add'l info received on (B)(4) 2012, makes this complaint reportable. A cusa excel 23 khz hand piece was reported to not rach maximum amplitude. The maximum amplitude was only 20 percent. The pt was anesthetized when the problem occurred and the unit was in contact with the pt. The unit was in use only 10 minutes when it malfunctioned. The pt was not injured when the problem occurred. There were no other instrument or tools in contact with the unit during the procedure. The unit was exchanged for a soring ultrasonic aspirator so the surgery could be completed.

Manufacturer narrative:
The initial MDR sent to (B)(4) on (B)(6) 2012, was sent with an incorrect MFR report # 8010219-2012-00021. As a result this has been corrected and this initial medwatch is being submitted to replace the incorrect one. To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.